Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer went to the emergency room and was ultimately hospitalized for treatment of blood glucose (bg) in the 400's (mg/dl) and diabetic ketoacidosis. A healthcare provider identified the ketone level as dangerous. Customer was treated with intravenous fluids and insulin. Pump supplies were changed, insulin delivery was resumed, and manual injections were administered. Bg remained in the high 200's (mg/dl). During follow up on (B)(6) 2018, the customer remained hospitalized for treatment of a foot infection that was unrelated to pump or supplies.